Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away approximately one week after a successful implant of a leadless implantable pulse generator (ipg). During the implant procedure, contrast staining was observed on the bottom of the heart which the physician noted was present prior to the implant procedure. The leadless implantable pulse generator (ipg) was successfully implanted after about fifteen deployment attempts. It was noted that contrast was used with each deployment attempt. A device check performed the morning after implant was normal. The patient was transferred to a rehab center after their hospital stay. Six days after implant, the patient was found unresponsive and hypotensive at the rehab center. The patient passed away the next day. Attempts to obtain additional information were unsuccessful.